Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c156ej, serial/lot #: (B)(4), ubd: 29-apr-2020, UDI#: (B)(4); product ID: etlw1616c82ej, serial/lot #: (B)(4), ubd: 05-mar-2020, UDI#: (B)(4); product ID: etlw1616c93ej, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that the endurant ii stent graft system was implanted successfully. An issue occurred when the balloon of a non-medtronic balloon catheter was inflated to perform touch up. Contrast agent was noted to have diffused into the blood vessel and the balloon was considered to be ruptured. When the non-medtronic balloon catheter was removed from the patient, the balloon was noted to have remained inside the patient's body. It was reported the balloon was eventually successfully removed and it was noted the balloon was not broken and had detached cleanly from the catheter. However, after the incision was closed, the patient developed cardiac arrest in the operating room. The physician considered that there was no any issue with the endurant and the event was completely caused by the issue of the non-medtronic balloon catheter. It was reported the patient was placed under monitoring in the ICU. It was unknown what caused the cardiac arrest after the incision was closed but thephysician reported the endurant ii stent graft system had no relationship with the event. An intervention procedure was carried out the following day. An aortoplasty was performed to treat the patient and it was reported the patient recovered successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: review of pre-implant CT¿s and sizing drawing revealed that the patient had an abdominal and thoracic aorta that was essentially straight. The proximal neck ranged in diameter from 20 ¿ 24mm along a 45mm length with no appreciable calcification or thrombus, and the aaa appeared to contain moderate thrombus. The iliac arteries were non-tortuous with minimal calcification, and ranged in diameter from 12 ¿ 14mm; bilaterally. The access vessels also appeared to show no obvious calcification, and measured 7 ¿ 9mm in diameter. The cause of the reported non-mdt balloon detachment from the catheter during implant, and the cardiac arrest occurring soon after the patient was closed up, could not be determined from the pre-implant films provided. Images during implant were not available for review, and analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. Per the physician¿s documented assessment, the endurant ii stent graft system had no relationship with the events. If information is provided in the future, a supplemental report will be issued.